Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was unable to connect to the motherboard. Restart and reboot attempts were performed, along with recovery actions; however, the issue persisted, and the system could not be recovered. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not connecting to mother board. A field service engineer (fse) verified the issue and found that none of the drawers were detected on the bus. The fse checked firewall settings and isolated the drawers to rule out a short. The communication sled was replaced, and the firmware was updated after multiple attempts. The station was tested using the station application and hardware test application (hta), confirming it was operational and resolving the issue. The system functioned as intended after the field service engineer repaired the device.